Event description:
I currently use the dexcom g6 sensor when I took one off it left a rash. I then put another one on the opposite side for only 5 days had too take off due to having an MRI done this also left a rash. I then went too my primary dr. In which he prescribed a cream. I had been using the dexcom since (B)(6) of 2021 and this is the first time I've had a reaction. Also the last 6 sensors had the same number. FDA safety report ID # (B)(4).